Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.5 inr, retention meter and customer strips (vial 1): 2.6 inr , retention meter and customer strips (vial 2): 2.6 inr. Donor #2: retention meter and master lot strips: 2.3 inr, retention meter and customer strips (vial 1): 2.3 inr, retention meter and customer strips (vial 2): 2.3 inr. The maximum difference between measurements with the same blood sample 4% returned customer material and retention material complies with specification. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that samples for an unspecified number of patients tested with coaguchek xs meter serial number (B)(4) recovered values of 3.5 inr. Laboratory testing of these same patients with an unknown method, recovered values of approximately 1.5 inr. The customer provided specific data for three patients. These three patients had erroneous results when testing with the meter. A sample from the first patient resulted with a value of 3.98 inr when tested with the unknown laboratory method. At an unknown time, a sample from the first patient was tested with the meter, resulting as 5.9 inr. A sample from the second patient resulted with a value of 4.54 inr when tested with the unknown laboratory method on (B)(6) 2018. At an unknown time on (B)(6) 2018, a sample from the second patient was tested with the meter, resulting as 2.1 inr. A sample from the third patient resulted with a value of 3.07 inr when tested with the unknown laboratory method on (B)(6) 2018. At an unknown time on (B)(6) 2018, a sample from the third patient was tested with the meter, resulting as 4.4 inr. No adverse events were alleged to have occurred with the patients. The customer's product was requested for investigation. Relevant retention test strips (lot 314048) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.